Event description:
It was reported that the pump would self-reboot three times per day. There was no adverse event associated with this issue. Troubleshooting revealed there was no damage or corrosion to the battery compartment or cap. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box found that there were no rebooting issues with the pump from (B)(4) 2012. The returned battery cap was able to secure tightly to the pump and the yellow o-ring was not visible. The pump was exercised for 24 hours with the returned battery cap on a 1 unit per hour basal program with no power loss or rebooting issues. The pump's cover was removed and there was no evidence of moisture or damage found to the battery flex.